Event description:
Arterial pressure alarms occurred during a routine hemodialysis treatment. Attempts were made to reposition the pt's vascular access needle, however, the alarm continued. While attempting to perform rinseback, the pt's needle inadvertently dislodged. Treatment was discontinued without completing rinseback, resulting in an estimated blood loss of 190 cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss was attributed by facility staff to inadequate needle placement and not following instructions. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.